Event description:
It was reported a user received a shock sensation when handling the x8-2t transducer while preparing for clinical use. The user stated no injury occurred from the shock sensation. There was no patient involvement. The transducer was removed from service and the procedure was completed with another transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Initially it was reported that the user received a shock sensation when handling the x8-2t transducer while preparing for clinical use. Additional information was received that reported the sensation was static shock. The actual reported issue indicated in this event is not likely to cause or contribute to a serious injury or death if it were to reoccur.